Manufacturer narrative:
The insulin pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self-test and unexpected restart error test. No excessive no delivery alarms noted. All operating currents tested within the specification range and passed off no power test. The insulin pump was monitored and tested with no blank display, unexpected battery out limit alarm and audio beep anomaly noted. The insulin pump was programmed with test minilink transmitter and the glucose sensor simulator, the insulin pump communicated properly with glucose sensor simulator and displayed the 100 value properly on the display graph. No lost sensor alarm noted. The insulin pump was received with cracked reservoir tube lip and minor scratches on the display window noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reported via phone call that they experienced blank display and audio beep anomaly. Customer's blood glucose value was 147 mg/dl. The customer stated that the pump started beeping like crazy and it would not turn on. The customer declined to troubleshoot for beep anomaly. The customer had been on manual injections. The insulin pump will be returned for analysis.